Event description:
It was reported that the device had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The biphasic module assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not verified nor duplicated.